Event description:
Reporter called with complaint of adverse event with her surgical mesh; first implant in 2006. The initial mesh was implanted for hernia repair with subsequent surgeries in 2007, 2008, 2009, 2010 (double surgery), and then reinforced with bio-mesh in 2018. The first mesh was recalled but could not be explanted due to previous abdominal wall and umbilical visceral tissue injury and scarring. In 2018, bio-mesh was used as an abutment to the initial mesh but was unsuccessful due to hernias developing on the perimeters of the implant. In 2020, reporter learned that the bio-mesh implant is contra-indicated for her situation due to previous visceral/vascular injury and damage. Additionally, the bio-mesh caused reporter to develop hematomas in her abdominal wall and adverse physiological reactions. In 2021, reporter had lab work and learned that she was having allergic reactions to the device causing systemic inflammation and immunologic problems. Reporter stated that the first surgery "caused mechanical problems anatomically and the second device (bio-mesh) caused biological systems issues". Reporter is presently in a wheelchair due to ambulatory problems as a result of the surgeries. She can no longer have any more surgeries and feels as if she has been medically abandoned after her last surgery in 2018. Reference report: mw5151927.